Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that initial left total hip arthroplasty performed on an unknown date. Patient had hip revision for periprosthetic fracture on the 15th september. Patient dislocated 4 weeks post operative. On x-rays it appears that arcos stem has subsided. Subsequently, the patient underwent a second revision on (B)(6) 2019. Review of received data: previous revision op notes dated (B)(6) 2019 demonstrated that the patient was revised due to periprosthetic fracture. Greater trochanter comminuted, short external rotators detached. Abductors unstable with greater trochanter. Prophylactic cable applied to femur distal to fracture. Stem, head, liner removed without complication. Shell stable and left intact. Inserted as one unit as short femur and stem tendency to migrate posteriorly due to femoral bow. Trochanteric fracture stabilized with 6 additional cables. Revision op notes for (B)(6) 2019 was not provided. Xrays assessed but not reviewed by hcp. X-rays 1 and 2 are post-second revision against which there is no complaint. X-ray 3 is an immediate post-first revision film as noted by the staple line on the lateral hip. X-ray 4 is prior to the first revision. Therefore images do not enhance the investigation devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that initial left total hip arthroplasty performed on an unknown date. Patient had hip revision for periprosthetic fracture on the 15th september. Patient dislocated 4 weeks post operative. On x-rays it appears that arcos stem has subsided. Subsequently, the patient underwent a second revision on (B)(6) 2019. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). The reasons for hip dislocation are multifactorial, with contributing factors from the patient, the implant, and the surgical procedure. Possible root causes include wrong head offset choice, inadequate assembling procedure, high patient acitivity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour, patient disregarding the limits of the device or joint laxity. Moreover, it might be possible that the stem subsidence has contributed to the dislocation. Based on the available information, an exact root cause for the reported event could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: arcos 13x190mm spl tpr dist m, catalog#: 11-300913; lot#: 742030. Arcos con sz a hi 80mm m sz a, catalog#: 11-301351; lot#: 590330. 32mm mod head cocr +9mm neck, catalog#: 163672; lot#: 403880. Therapy date: (B)(6) 2019. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to dislocation.